Event description:
Health professional reported that pt had complained of "suffering reflux." After the surgeon "emptied" the band, there were "still symptoms" of reflux. F/u info: health professional reported the surgeon believes a "hernia caused the reflux." The hernia "had pulled the gastric band up towards the diaphragm, which is what shows that [the pt's] hiatal hernia was exacerbating [the pt's] gastroesophageal reflux disease." Surgeon explanted and replaced the entire system and performed a "laparoscopic hiatal hernia repair with fundoplasty." Symptoms have resolved.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may confirm or determine another connector type associated with this report. Hernia is a surgical /physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hernia as follows:"there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias."